Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013 due to dislodgement. The patient was admitted on (B)(6) 2012 following episodes of apparent syncope. The technicians were not able to pace through the l v lead at 4 volts and had to raise the rv lead outputs. Chest x-ray showed that the l v lead was displaced in to the right atrium. At some point during interrogations the technicians witnessed a period of asystole. A temporary pacing wire was placed. On (B)(6) 2013 the patient went to the catheter lab where attempts were made to reposition the l v lead but this was unsuccessful due to instability and twitch when pacing. A new sjm tendril rv lead was implanted in the rvot and the old rv lead was then put in to the lv port on the contak renewal. Ultimately the old rv lead in the l v header port would not capture despite outputs set at 4.5v at 1.0ms so it was turned off. The implanting clinician noted, upon re-opening the patient, that the device and leads appeared a little 'twisted in the pocket' and the patient has been warned about fiddling with the device pocket. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).